Event description:
Reportedly, the programmer user interface froze during a follow-up session. The programmer was restarted.

Manufacturer narrative:
On (B)(6) 2013, this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.